Manufacturer narrative:
Siemens' investingation into the reported event is on-going and a supplement report will be submitted upon completion. (B)(6).

Event description:
Siemens was notified on december 10, 2015 that there were two separate events on (B)(6) 2015 where an issue occurred with sporadic gantry movement in the wrong direction during either auto sequencing or by manual target position entry. However, after some degree of movement, interlock #63 (controller #0) with error #53 would appear or interlock #92 (gantry movement) with error #55 would appear. It is reported that the customer pressed the motion stop button each time the issue occurred and there is no report of mistreatment or injury to a patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
The received danfoss board was installed on a test unit and it immediately caused a controller 0 interlock for "gantry motor drive channel test failed." It was not possible to move the gantry via hc with this error asserted. Using the switches inside the structure the testers were able to move the gantry clockwise but not counterclockwise. Therefore it was determined that the danfoss board was defective. It is unknown why the system showed the controller 0 interlock, as this issue was not reported by the engineer, therefore was most likely not asserted at the concerned site. The exact error of the danfoss board is not known. Deeper investigation can only performed by the supplier; however, due to the low failure rate of this board, it was considered not necessary to conduct deeper analysis. An issue with a cable connection "gan_drcom: g31-p15-13 to s32pcb1-p15-13 to s32 pcb1 tb2-2 to danfoss-board s32 tb2 - 6" is also assumed in the case. The engineer was advised to check this connection.